Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the very calcified right coronary artery (rca). A 4.00 x 32 synergy ii drug eluting stent (des) was advanced to treat the lesion. However, the shaft broke 6 inches from the proximal end. The device was pulled out from the guide catheter. The detached fragment was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.